Event description:
Medtronic 5.00mmx14mm ev3 pipeline flex embolization device with flex shield technology was advanced into patient's cerebral artery and became frayed and misshapen. Device removed to visualize and was determined to be faulty.